Event description:
It was reported that during a thrombectomy procedure, the subject device was done for right m1-distal cardio embolic and the vessel dissection occurred which related to the subject device. When using the subject device, the doctor felt the difficulty deploying and withdrawal. The subject device was finally removed and completed the procedure. After that, the bleeding was confirmed as hi type 1 based on european cooperative acute stroke study (ecass) classification. 19 days post procedure assessed having a modified rankin scale (mrs) of 3. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the device directions for use (dfu). It is unknown what associated devices were used in the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the ' retriever shaped section will not fully open inside vessel' and ' difficult/unable to withdraw retriever'. Based upon medical review assessment, the data reasonably suggests the clinical event is anticipated in nature as per the dfu. Therefore, a probable cause of anticipated procedural complication will be assigned to the 'patient vessel dissection' and 'patient intracranial hemorrhage'.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during a thrombectomy procedure, the subject device was done for right m1-distal cardio embolic and the vessel dissection occurred which related to the subject device. When using the subject device, the doctor felt the difficulty deploying and withdrawal. The subject device was finally removed and completed the procedure. After that, the bleeding was confirmed as hi type 1 based on european cooperative acute stroke study (ecass) classification. 19 days post procedure assessed having a modified rankin scale (mrs) of 3. No further information was provided.